Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the discordant results were obtained after the customer had replaced standard a. Qc was not run after standard a was replaced, and two patient samples were run and resulted low. Qc was run, and it was out of range low. The cse replaced the standard a tubing, the rotary valve seal, and a sensor. The cse also cleaned the flow ports, holes, and connectors of the rotary valve assembly. Dilution check and qc were run, and all were within range, and the patient samples were rerun and resulted as expected. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). Quality controls (qc) were run after the discordant results were obtained, and were out of range. The samples were rerun, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.